Event description:
It was reported that the patient was experiencing pain around the ipg site and there was a large (B)(6) base at the site. It was also noted that the patient was experiencing overstimulation at times. The patient was prescribed with (B)(6). No further information could be obtained despite good faith efforts.